Event description:
During an in clinic follow-up, far field r-wave oversensing resulting in inappropriate defibrillation therapy was observed on the right atrial (ra) lead. The physician identified ra lead dislodgement to be the cause of the event. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. A visual inspection of the lead revealed the helix was in the retracted position clogged with blood. An x-ray examination of the lead revealed an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix was able to successfully extend and retract. The measured full helix extension length was within required product specification. The reported event for over-sensing was not confirmed. Electrical testing was performed and no indication of conductor fractures or internal shorts were observed.